Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the laparoscopic hernia repair, the surgeon was placing the needle through the mesh and then through the tissue when the needle disengaged and it was also difficult to load and unload. The needle fell into the cavity of the patient and it was retrieved using a grasper. The patient is alive and has no injury.